Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the fill tubing sequence while connected at the site resulting in the customer inadvertently delivering 1-2 units of insulin. Customer was concerned about the air in the tubing being delivered as well. Customer's blood glucose level was 184 mg/dl. Tandem technical support advised the customer to reach out to a healthcare provider regarding diabetes management.